Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported by the patient that the patient underwent a minimal access transforaminal lumbar interbody fusion. It was reported that 2 of the broken off portions of the set screw were left in the patient. The patient underwent a revision surgery 5 months post-op to have the fragments removed. No additional patient complications were reported.